Event description:
Device 4 of 5. Reference MFR report #s 1627487-2011-09433, 1627487-2011-09434,1627487-2011-09435,1627487-2011-09437. The patient received the scs system on (B)(6) 2011. It was reported the pt's entire scs system was explanted earlier this year due to a pseudomonas infection. The infection site and the explant date is unk at this time. F/u on the pt revealed, she has been fully recovered and the infection has been resolved.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.